Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (stillbirth or miscarriage)") and abortion of ectopic pregnancy ("ectopic pregnancy/ pregnancy (stillbirth or miscarriage)") in a 32-year-old female patient (gravida 8, para 4) who had essure (batch no. 705802) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida. Concurrent conditions included parity 4 (19-july-1994, 13-sept-1995, 08-aug-1998, 16-aug-2010), anemia, uterine cramps since 24-dec-2011, uterine bleeding, back pain and arthritis. Concomitant products included alprazolam (xanax), fluconazole (diflucan), ibuprofen (ibupirac [ibuprofen]), medroxyprogesterone acetate (depo-provera), megestrol, metronidazole (flagyl), miconazole nitrate (monistat) and misoprostol (cytotec). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding /abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), libido decreased ("low sex drive"), feeling of body temperature change ("hot and cold flushes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain") and hallucination ("hallucinations"). On 12-dec-2011, 1 year after insertion of essure, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2012, the patient experienced vaginal discharge ("vaginal discharge"), depression ("depression") and anxiety ("anxiety"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced rash ("rashes on chest"). In 2015, the patient experienced flatulence ("gastrointestinal or digestive system condition - gas"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("severe, lower abdominal pain"), back pain ("sever back pain"), urticaria ("hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv"), nausea ("nausea"), dehydration ("dehydration"), decreased appetite ("loss of appetite"), weight increased ("extreem weight gain") and weight decreased ("extreem weight loss"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (laparoscopy with partial or total oophorectomy and or bilateral salpingectomy). Essure was removed on 27-jan-2012. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, dysmenorrhoea, menorrhagia, abdominal pain lower and back pain had resolved and the vaginal haemorrhage, libido decreased, feeling of body temperature change, urticaria, urinary tract infection, bacterial vaginosis, female sexual dysfunction, hallucination, rash, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, flatulence, dehydration, decreased appetite, depression, anxiety, alopecia, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, alopecia, anxiety, back pain, bacterial vaginosis, decreased appetite, dehydration, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, feeling of body temperature change, female sexual dysfunction, flatulence, hallucination, headache, libido decreased, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2011, patient had diagnosed ectopic pregnancy with inevitable and two subsequent blood transfusions. (Discrepancy of the diagnosis data of ectopic pregnancy in medical records). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 14-mar-2011: confirmed full occlusion fallopian tubes. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: vaginal bleeding, nausea, vaginal discharge, pelvic pain, anxiety, abdominal pain lower, weight decreased, back pain, arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (stillbirth or miscarriage)") and abortion of ectopic pregnancy ("ectopic pregnancy/ pregnancy (stillbirth or miscarriage)") in a 32-year-old female patient (gravida 8, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii. Concurrent conditions included parity 4 ((B)(6) 1994, (B)(6) 1995, (B)(6) 1998, (B)(6) 2010), anemia and uterine cramps since (B)(6) 2011. Concomitant products included alprazolam (xanax), fluconazole (diflucan), ibuprofen (ibupirac [ibuprofen]), medroxyprogesterone acetate (depo-provera), megestrol, metronidazole (flagyl), miconazole nitrate (monistat) and misoprostol (cytotec). In 2010, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding /abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), loss of libido ("low sex drive"), feeling of body temperature change ("hot and cold flushes") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced hallucination ("hallucinations"). On (B)(6) 2011, 1 year after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). In 2012, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe, lower abdominal pain"), back pain ("sever back pain"), urticaria ("hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv"), rash ("rashes on chest"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal problem"), dehydration ("dehydration"), decreased appetite ("loss of appetite") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopy with partial or total oophorectomy and or/ salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, dysmenorrhoea, menorrhagia, abdominal pain lower and back pain had resolved and the vaginal haemorrhage, loss of libido, feeling of body temperature change, urticaria, urinary tract infection, bacterial vaginosis, female sexual dysfunction, hallucination, rash, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, dehydration, decreased appetite, depression, anxiety and alopecia outcome was unknown. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, alopecia, anxiety, back pain, bacterial vaginosis, decreased appetite, dehydration, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, feeling of body temperature change, female sexual dysfunction, gastrointestinal disorder, hallucination, headache, loss of libido, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2011, patient had diagnosed ectopic pregnancy with inevitable and two subsequent blood transfusions. (Discrepancy of the diagnosis data of ectopic pregnancy in medical records) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 14-mar-2011: confirmed full occlusion fallopian tubes. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: vaginal bleeding, nausea. Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs and mr received. Reporter information added. Historical condition, concomitant condition concomitant drug were added. Added event low sex drive, hot and cold flashes, abnormal bleeding (vaginal), pregnancy (stillbirth or miscarriage), hives, uti and bv, apareunia (inability to have sexual intercourse), hallucinations, rashes on chest, migraines, headaches, nausea, hallucinations, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, gastrointestinal problem, dehydration, loss of appetite, depression, anxiety, hair loss. Updated onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (stillbirth or miscarriage)") and abortion of ectopic pregnancy ("ectopic pregnancy/ pregnancy (stillbirth or miscarriage)") in a 32-year-old female patient who had essure (batch no. 705802) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida. (B)(6) 2011: indication: pregnant with bleeding impression: gestational sac as visualized within the very low uterine segment at the level of the internal os and demonstrates abnodnal morphology. Findings are most consistent with impending abortion. Concurrent conditions included parity 4 ((B)(6) 1994, (B)(6) 1995, (B)(6) 1998, (B)(6) 2010), anemia, uterine cramps since (B)(6) 2011, uterine bleeding, back pain and arthritis. Concomitant products included alprazolam (xanax) since 2012, fluconazole (diflucan) since 2011, ibuprofen (ibupirac) since 2010, medroxyprogesterone acetate (depo-provera), megestrol, metronidazole (flagyl) since 2012, miconazole nitrate (monistat) since 2010 and misoprostol (cytotec). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced libido decreased ("low sex drive/hormonal changes: low sex drive") and feeling of body temperature change ("hot and cold flushes/hot and cold flushes"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"). In 2011, the patient experienced hallucination ("hallucinations/neurologiocal condition or problems: hallucinations") and underwent transfusion ("surgery type of surgery: blood transfusion"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), urticaria ("hives/allergic or hypersensitivity reaction type: hives") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding /abnormal bleeding ( menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced abnormal weight gain ("extreem weight gain/weight gain/loss specify: extreme weight gain") and abnormal loss of weight ("extreem weight loss/weight gain/loss specify: extreme weight loss"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"), depression ("depression/ psychological or psychiatric condition- depression and anxiety") and anxiety ("anxiety/ psychological or psychiatric condition- depression and anxiety"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On 1-jan-2014, the patient experienced fatigue ("fatigue/fatigue"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/infection (bladder/urinary tract/vaginal): type: uti"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv/infection (bladder/ urinary tract/vaginal) type: bv") and flatulence ("gastrointestinal or digestive system condition - gas/gastrointestinal or digestive system condition - gas"). On (B)(6) 2015, the patient experienced rash ("rashes on chest/rashes or skin conditions type: rashes on chest and arm"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe, lower abdominal pain"), back pain ("sever back pain"), nausea ("nausea/nausea"), dehydration ("dehydration"), decreased appetite ("loss of appetite") and scar ("she will have scar tissue"). The patient was treated with diphenhydramine hydrochloride and surgery (laparoscopy with partial or total oophorectomy and or bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, dysmenorrhoea, menorrhagia, abdominal pain lower and back pain had resolved and the vaginal haemorrhage, libido decreased, feeling of body temperature change, urticaria, urinary tract infection, bacterial vaginosis, female sexual dysfunction, hallucination, rash, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, flatulence, dehydration, decreased appetite, depression, anxiety, alopecia, abnormal weight gain, abnormal loss of weight, transfusion and scar outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abnormal loss of weight, abnormal weight gain, abortion of ectopic pregnancy, alopecia, anxiety, back pain, bacterial vaginosis, decreased appetite, dehydration, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, feeling of body temperature change, female sexual dysfunction, flatulence, hallucination, headache, libido decreased, menorrhagia, migraine, nausea, pelvic pain, rash, scar, transfusion, urinary tract infection, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2011, patient had diagnosed ectopic pregnancy with inevitable and two subsequent blood transfusions. (Discrepancy of the diagnosis data of ectopic pregnancy in medical records). (B)(6) 2016- bilateral salpingectomy and removal of essure previously reported removal date was (B)(6) 2012 discrepancy in date of ectopic pregnancy: (B)(6) 2011 (as per previous information) and (B)(6) 2012 (as per current follow up). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirmed full occlusion fallopian tubes.; on (B)(6) 2018: no egress from either tube. (As reported). Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: vaginal bleeding, nausea, vaginal discharge, pelvic pain, anxiety, abdominal pain lower, weight decreased, back pain, arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received: event per pfs: surgery type of surgery: blood transfusion and scar tissue was added as an event. Pregnancy outcome was updated. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (stillbirth or miscarriage)") and abortion of ectopic pregnancy ("ectopic pregnancy/ pregnancy (stillbirth or miscarriage)") in a 32-year-old female patient (gravida 8, para 4) who had essure (batch no. 705802) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida. Concurrent conditions included parity 4 ((B)(6) 1994, (B)(6) 1995, (B)(6) 1998, (B)(6) 2010), anemia, uterine cramps since (B)(6) 2011, uterine bleeding, back pain and arthritis. Concomitant products included alprazolam (xanax), fluconazole (diflucan), ibuprofen (ibupirac [ibuprofen]), medroxyprogesterone acetate (depo-provera), megestrol, metronidazole (flagyl), miconazole nitrate (monistat) and misoprostol (cytotec). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding /abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), libido decreased ("low sex drive"), feeling of body temperature change ("hot and cold flushes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain") and hallucination ("hallucinations"). On (B)(6) 2011, 1 year after insertion of essure, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2012, the patient experienced vaginal discharge ("vaginal discharge"), depression ("depression") and anxiety ("anxiety"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced rash ("rashes on chest"). In 2015, the patient experienced flatulence ("gastrointestinal or digestive system condition - gas"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("severe, lower abdominal pain"), back pain ("sever back pain"), urticaria ("hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv"), nausea ("nausea"), dehydration ("dehydration"), decreased appetite ("loss of appetite"), weight increased ("extreem weight gain") and weight decreased ("extreem weight loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopy with partial or total oophorectomy and or bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, dysmenorrhoea, menorrhagia, abdominal pain lower and back pain had resolved and the vaginal haemorrhage, libido decreased, feeling of body temperature change, urticaria, urinary tract infection, bacterial vaginosis, female sexual dysfunction, hallucination, rash, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, flatulence, dehydration, decreased appetite, depression, anxiety, alopecia, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, alopecia, anxiety, back pain, bacterial vaginosis, decreased appetite, dehydration, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, feeling of body temperature change, female sexual dysfunction, flatulence, hallucination, headache, libido decreased, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2011, patient had diagnosed ectopic pregnancy with inevitable and two subsequent blood transfusions. (Discrepancy of the diagnosis data of ectopic pregnancy in medical records) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed full occlusion fallopian tubes. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: vaginal bleeding, nausea, vaginal discharge, pelvic pain, anxiety, abdominal pain lower, weight decreased, back pain, arthritis. Most recent follow-up information incorporated above includes: on 31-aug-2018: plaintiff fact sheet and medical records received. New reporters added. Concomitant condition and essure lot number added. New event extreem weight gain and extreem weight loss was added. Concomitant condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and ectopic pregnancy ("ectopic pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 1 year after insertion of essure, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), abdominal pain ("severe, lower abdominal pain") and back pain ("sever back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (operative laparoscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, ectopic pregnancy, dysmenorrhoea, menorrhagia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, ectopic pregnancy, menorrhagia and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2011, patient had diagnosed ectopic pregnancy with inevitable and two subsequent blood transfusions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed full occlusion fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.